Manufacturer narrative:
(B)(4). Final analysis of the pump found that no implant took place due to significant weld discoloration on the pump exterior. Visual inspection showed an easily visible brown ring around the top of the shield. A manufacturing engineering was consulted and it was determined that the substance was weld soot. The soot is usually cleaned away entirely on the pump surface; however, it is only required to remove it from the weld itself, which was done. It was determined that the soot was different than usual, but was not outside the manufacturing specifications.

Event description:
It was reported that, during the implantation, it was noticed that there was a brown color, like rust, around the border face of the pump. The coloring was noticed after the catheter placement, the preparation of the pump pocket, and successful completion of telemetry. It was indicated that the physician tried to clean it, but the color did not disappear. In addition, there were some little scratches on the refill port. As a result, the physician refused to implant the pump, so the device was not used in a patient. It was reported that there was no patient injury no drug was report of a drug being used in the pump, though it was stated that the pump¿s intended use was for spasticity treatment.